Manufacturer narrative:
Batch review performed on 16 december 2021: lot 153861: (B)(4) items manufactured and released on 09-sep-2015. Expiration date: 2020-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
At 4 years after the primary, the patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.